Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During an atrial fibrillation procedure, a farawave nav catheter was selected. During procedure, the first catheter used had a spline inversion issue and was not able to be solved. For this reason, catheter was replaced with a second catheter and got a spline inversion again and then the guidewire got stuck and could not advance. Catheter again was replaced and the procedure was completed successfully. There were no patient complications.